Event description:
The patient reported to be "ok" for about three months after the surgery and then he presented with pain. He had an MRI in 2011 which showed that a pinch nerve was causing pain. He has been through therapy but the pain doesn't go away. Currently, he continues to complain of pain. He had the last visit to his surgeon in 2011 and will be following up.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.